Manufacturer narrative:
It was reported that a plus sl mia dbl offset adapt. Rt 60/25mm broke upon inspection. The device used in treatment, was sent back for investigation. The reported failure could be confirmed during the visual inspection. This is a known failure mode. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. The root cause for this failure will be attributed to an insufficient design. This version of the device will be monitored for similar issues.

Event description:
It was reported that the broach handle broke upon impaction. A piece fell into the patient's wound and it was successfully recovered. S+n backup device was available and no delay was recorded.